Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle three. The patient's ultrafiltration reading was 848ml, indicating the home patient (hp) drained 848ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was a false empty detected and a use error, as the clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide has the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the labeling for the product family will be performed. If additional relevant information becomes available, a follow up report will be submitted.